Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty to flush was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to operational context. It appears that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle contributed to the reported difficulty flushing the marker lumen. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a prostyle device after an interventional pulmonary vein isolation procedure with a 10f sheath. Reportedly, while flushing out the marker lumen with saline prior to use, the prostyle device would not flush properly. After another attempt to flush the prostyle device, it was still not successful. A new prostyle device was flushed successfully prior to use and used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.